Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in moderately tortuous and severely calcified shunt limb. A 5.00mm x 2.0cm x 50cm peripheral cutting balloon was selected for use. However, it was noted that after fourth inflation, the balloon ruptured at 10atm for 15 seconds. Then, plain old balloon angioplasty (poba) was performed and the procedure was completed using a non bsc device. No complications were reported.